Manufacturer narrative:
Concomitant bwi products used during the procedure:carto 3 rmt system,model #: m-5830-01,serial #: (B)(4), smarttouch catheter (device not marketed in USA),model #: unknown.lot #.: unknown.(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. Additional information: as initially stated, the patient was bleeding after the surgery of the valve replacement. Additional information provided stated that the patient had to be reoperated following the bleeding. At this point the physician found that there was a tamponade most surely to be related to a damaged papillary muscle as a consequence of the struggle to withdraw the lasso during the af ablation. The patient was stable again after this reoperation. The patient prognosis was good under the circumstances. (B)(4).

Event description:
It was reported that towards the end of an afib ablation case when all four veins had been isolated, the physician got confused/ distracted during validation causing the lasso nav catheter to somehow got stuck in the mitral annulus. The physician could not withdraw the catheter. The user had to resort to surgical intervention to retrieve the catheter. The mitral valve and a cordea were found damaged in the surgery, therefore the patient had to have them repaired and placement of a new mitral valve. The patient was bleeding after the surgery of the valve replacement. Patient was still recovering in the hospital. No further complication was reported, patient was in good condition. It was stated that the catheter was working normally, but after getting into the mitral annulus, the user could see on x-ray that it was stuck on the catheter tip, and while withdrawing the catheter tip appeared a little broken. The long sheath used with the lasso catheter in the procedure was a non-bwi sheath (st. Jude sl-1). The act anticoagulant patient received during the procedure was 250-400.